Manufacturer narrative:
Height: 180 cm. When additional information becomes available a follow up report will be submitted.

Event description:
It was reported the valve was under draining and is not adjustable. The reporter indicated that a 3 year 7 month post-operative valve was under draining and is not adjustable, therefore required explantation. Additional information was not provided.

Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. The prosa valve housing was subsequently measured and indicated a slightly presence of a deformation. The housing deformation measured at -0.0425 mm, outside the tolerance of 0 ± 0.02 mm. Permeability test: a permeability test has shown that the prosa valve is permeable. Adjustment test: the prosa valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational; however, the braking force cannot be measured due to the non-adjustability of the valve. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus, which simulates a cerebrospinal fluid flow. The prosa valve is operating within acceptable tolerances. Results: first, we performed a visual inspection of the prosa valve. A deformation of the outer housing of the prosa valve was observed through the visual inspection. This deformation was confirmed through a measurement of the plan parallelity. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The valve was permeable but not adjustable. Furthermore, while the brake functionality was present, but the braking force was unable to be measured due to the adjustability of the valve. Finally, we have dismantled the valve. Inside the valve, we have found a build-up of substances (likely protein). Based on our investigation, we confirm that the prosa valve was non-adjustable at the time of our investigation. However, we are unable to confirm the reason for the complaint of the underdrainage. This is likely due to the deposits observed inside the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. The cause of the deformation of the prosa valve could not be determined through our investigation. Significant outside pressure, for example by too much force from the prosa adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.